Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was determined to be due to a broken pin on the hard paddles. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their device doesn't always discharge energy from the paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device doesn't always discharge energy from the paddles. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.